Event description:
The customer called to report motor error alarms during bolus attempts. The customer attempted to rewind the insulin pump, but continued to get the alarm. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test alarm was stuck in a motor error alarm loop due to an out of phase motor encoder signal.